Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to huperglycemia. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous insulin. No further information was available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: portugal.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6010155 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6010155 was manufactured according to the wi version 47 manufactured in the multivac 12, on 06/nov/2024, with a total of (B)(4) units. Tubing-needle DHR review: the lot 4k06598 was manufactured according to the wi version 27 manufactured in the line sc1 , on 06/nov/2024, with a total of (B)(4) units. The lot 4k06599 was manufactured according to the wi version 47 manufactured in the line sc1, on 06/nov/2024, with a total of (B)(4) units. Bun DHR review: the lot 4k05099 was manufactured according to the wi version 38 manufactured in the line/machine 05-06 , on 04/nov/2024, with a total of (B)(4) units. The lot 4k03270 was manufactured according to the wi version 38 manufactured in the line/machine 05-06, on 05/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 07/may/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6010155 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaints received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.